Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump touch screen was unresponsive. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a manual correction injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.